Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. No further details.